Event description:
It was reported that pump displayed malfunction code 12 with associated fault ID 12-0x2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on resetting pump, and successfully reset malfunction without recurrence, and support advised customer to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.